Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed the distal electrode was bent. Visual analysis noted no insulation damage, nor weld issue. (B)(4).

Event description:
It was reported that before implant the right ventricular (rv) lead had insulation damage and the tip of the lead was bent. Additionally, the lead may have had a welding issue at the tip. The lead was not used and another lead was implanted. There was no patient involvement.